Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had leakage past the stopper. The following information was provided by the initial reporter: material #:309657 batch#:unknown verbatim: rcc received a complaint via email. Email(s) attached. Incident or problem information ahs mdip reference number (ID): 5604 date of incident: (B)(6) 2025 type of incident/problem: failure (i.e. While preparing for, in use, after use) level of harm: no effect - did not reach patient/person -- detected before use or does not touch patient before use incident details: when drawing up meds, found 3ml syringe leaking seemingly due to a malfunction of the seal. The problem was discovered when medication leaked down the arm of the nurse drawing up the meds from a vial. The position of the syringe was vertical with the tip up, using a blunt fill needle into a vial with a rubber top. Device information device name/description: syringe luer lock tip 3ml manufacturer: manufacturer code/model: 309657 serial or lot number: unknown expiry date: supplier: supplier/catalogue number: (B)(4). Is the device retained? Yes number of devices: 1 wiped, contained, labelled? Device was clean or not used.

Manufacturer narrative:
(B)(4) - supplemental MDR/correction - leakage past stopper correction: following submission of initial MDR, sample received from batch 4298828. Section d updated to correct batch information two samples of 3ml luer-lok syringes from batch 4298828 were received and evaluated. One sample was in an unsealed package with complete product information on the top web, while the other received loose with separate components and a distorted stopper, consistent with being jammed. Both syringes were tested for leakage, and no leakage was observed. A photo provided by the customer shows a loose syringe with an insecure stopper, which could lead to leakage if used in that condition. The observed condition is non-conforming to product specifications. The potential root cause of the insecure stopper defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 4298828. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.